Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during the sterile procedure, the guide wire was fed into the catheter and the stop was placed on the guide wire at the open end of the catheter. According to the report, the surgeon inserted the touhy needle into the patient, withdrew the trocar and inserted the lumbar catheter which had the guide wire inside. Allegedly, the guide wire had difficulty exiting the patient. The report stated that the surgeon then withdrew the touhy needle, catheter and guide wire together. Allegedly, around half of the longitudinal section of the catheter from the tip to about 5cm from the tip was not there and most likely remained in the patient. According to the report, the surgeon continued the surgery with an epidural catheter.